Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 ((B)(6) 2014)-device evaluation: the meter and test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 and (B)(4) 2014, respectively with the following findings: the alleged error message could not be reproduced. The test strips passed all testing with no faults found. However there were extra test strips in the returned test strips vial. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.